Event description:
Litigation papers allege after pt's surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into pt's blood and tissue and bone surrounding the implant. It is also alleged as a result, pt has been experiencing severe pain and discomfort and inflammation in her right thigh and groin. It is further alleged pt also experiences a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. It is also alleged pt will likely need to undergo revision surgery to replace the implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation papers allege after patient's surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. It is also alleged as a result, patient has been experiencing severe pain and discomfort and inflammation in her right thigh and groin. It is further alleged patient also experiences a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. It is also alleged patient will likely need to undergo revision surgery to replace the implant. Doi: (B)(6) 2007 - dor: none reported (right side). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.